Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon eval, the brown (lead 1+), orange (lead 2+), and red (-5v) wires were pierced in the cable connecting ECG "a", "b", and the front therapy electrode (te). The cause of the non-functional ecgs is the pierced wires. The root cause of the pierced wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.